Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, multiple episodes of right ventricular (rv) oversensing were noted. The source of noise could not be determined, it was not clear if the noise originated from lead failure or from an external source. There were no inappropriate therapies. No device intervention was performed. No patient symptoms were reported but the patient will continue to be monitored.